Manufacturer narrative:
The power conversion was returned to the manufacture for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The power conversion failed the bench test. The transistors failed and they had been shorted electrically. The battery 2 assay returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was not confirmed. The battery passed visual inspection, no signs of any leakage or wear. All batteries measured good voltage. No problem found. The battery 4 assay returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was not confirmed. The battery passed visual inspection, no signs of any leakage or wear. All batteries is measured between good voltage. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that the system required a new power conversion board. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power conversion enclosure and battery trays 2 and 4 were replaced. The imaging system then passed the system checkout and was found to be fully functional. The battery tray 2 and battery tray 4, and power conversion enclosure were under analysis on the date of filing. No results were available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that the system required a new power conversion board. There was no patient present.